Event description:
The customer obtained repeat reactive (positive) atellica im toxoplasma igg (toxo g) results for a patient that were discordant relative to alternate method test result and the patient's clinical presentation and an historical result. The customer obtained an initial positive atellica im toxo g result on a sample (B)(6) from the patient on (B)(6) 2025. Retesting was performed and also resulted positive (n=2). A new sample (B)(6) was drawn from the same patient on the next day (B)(6) 2025, and the result was positive. The customer sent one of the samples to another lab for alternate method testing, which resulted non-reactive (negative). This result was accepted as correct as it was consistent with the patient's clinical presentation and historical result. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
The ous customer obtained repeat reactive (positive) atellica im toxoplasma igg (toxo g) results for a patient that were discordant relative to alternate method test result and the patient's clinical presentation and an historical result. The customer obtained an initial positive atellica im toxo g result on a sample (B)(6) from the patient on (B)(6) 2025. Retesting was performed and also resulted positive (n=2). A new sample (B)(6) was drawn from the same patient on the next day (B)(6) 2025, and the result was positive. The customer sent one of the samples to another lab for alternate method testing, which resulted non-reactive (negative). This result was accepted as correct as it was consistent with the patient's clinical presentation and historical result. There are no allegations of patient or user intervention or adverse health consequences due to the event. It was noted that the patient was negative for toxoplasma igm. The atellica im toxo g instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. Note: this report is for the discordant result obtained on (B)(6) 2025. A separate report is submitted for the discordant results obtained (B)(6) 2025.